Manufacturer narrative:
Due to character limitation in e1 for event site name, the full event site name the first affiliated (B)(6) hospital. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse found that the unit and the trolley were separated. After disassembly and adjustment, the unit's functions were normal. The iabp was delivered to the customer for clinical use.

Event description:
It was reported during the inspection that the cardiosave intra-aortic balloon pump (iabp) could not be started. There was no patient involvement reported.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Correct field: d4-unique identifier (UDI).